Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 11-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparin at a programmed rate of .042 ml/hour or 52.5 units/hour via an implantable pump for malignant pain. It was reported that the patient¿s pump was being permanently shut off because it had flipped internally in the patient and the catheter was broken. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only). The hcp was requesting the password to permanently shut pump off. The password was provided at the time of the report. No further patient complications have been reported as a result of this event.